Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had bilateral gsv treated with venaseal. Procedures were carried out one day apart. Approximately 2-days post procedure, the patient developed a rash on legs arms and trunk of body. Patient took on dose of zyrtec and one dose of benadryl the same evening. Patient given two dose packs of prednisone and encouraged to continue use of zyrtec and benadryl. The rash is almost resolved. The patient is in no pain and said her legs feel fine.